Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. During testing, it was noted that the ac power cord ground contact was broken. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that ground prong on the ac power cord was broken. There were no reports of any adverse patient effects, delay in critical therapies,while the pump was in clinical use. No additional information was provided.